Event description:
Study event. Device malfunction: stent jumped landing in unintended site. Ae/symptoms: required placement of second, unplanned stent. Time of malfunction/ae: during procedure. It was reported that during a right internal carotid artery stenting procedure, during the placement of the stent, the stent jumped and landed in an unintended site requiring the placement of an additional stent. Additionally, during post dilatation, after the placement of the first stent, the patient experienced bradycardia and hypotension. The bradycardia resolved immediately. Two boluses of neosynephrine was administered before the hypotension resolved. One day post procedure, the patient was discharged to home. There was no adverse patient sequela. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record did not reveal any non- conformaties which could have contributed to this event.